Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/14/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6) 2016. The patient informed the mss that at this time the subject meter read ¿40-50 points¿ higher than their normal results and compared to how they felt. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they increased their dosage by an unspecified amount as a result of the alleged high reading. Later the same day the patient developed the symptoms of ¿shakiness and an increased heart rate¿; symptoms which the patient associated with hypoglycemia. As a result of this the patient did not take any immediate action, but stated that they self-treated by taking less insulin than normal during their next dosage. The exact dosage taken was not communicated. The alleged product issue was unable to be resolved with troubleshooting. The patient¿s products have been replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow up #1 - correction - 08/12/2016. The lot number which should have been populated in the initial 3500a report submitted on 06/28/2016 is 4006750 instead of ni.